Manufacturer narrative:
The plant and clinical investigation has not yet been completed. A f/u report will be filed upon completion of the investigations.

Event description:
Upon review of pt medical records for an unrelated case, a hosp admission was noted. The pt presented with shortness of breath and +3 lower extremity edema. She was diagnosed with exacerbation of congestive heart failure, worsening shortness of breath and volume overload. She was treated with o2 via nasal cannula and hypertonic saline pd solution and lasix. She was discharged home on (B)(6) 2015.

Manufacturer narrative:
The cycler was not replaced in this complaint, an evaluation was not performed. In addition, the device history review confirmed the labeling, material, and process controls were within spec. There was no documentation in the medical record supporting a possible association between the liberty cycler and the events of fluid overload, congestive heart failure exacerbation, and outcome of hospitalization. However, there is certain association between the event of fluid overload and the co-morbid episode of congestion heart failure exacerbation. Medical records were provided and have been reviewed by post market clinician staff. Peritoneal dialysis (pd) patients with end stage chronic renal failure have a high prevalence of heart failure at the beginning of pd therapy, and the risk of developing heart failure, new or recurring during the course of pd treatment is close to 40%-60% (reference clin j am soc nephrol 2011;6:805-812). At the time of this review, there was no clinical info that would allow us to analyze an association between the congestive failure and the peritoneal dialysis process. Further info has been solicited.

Event description:
The following is from the medical records provided by the pt's treatment facility. On admission, physical examination revealed decreased air entry bilaterally and basally with minimal crackles.